Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose due to which the patient had to be hospitalised for greater than 24 hours. Taking numerous types of medicines for other health issues was reported to be what lead to event. Patient suffered from type 1 diabetes. Patient's blood glucose value when admitted to hospital was 215 mg/dl. Events that lead to admission was reported that the had been off of his medications. Symptoms patient reported at the time of hospitalization event were confusion, feeling sick, increased thirst and vomiting. Patient was given intravenous insulin. Patient was tested for ketones; however, the results of the ketones were unknown. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.